Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. There was also moisture damage on the motor, battery tube, vibrator and keypad assembly. The device was unable to undergo the displacement, rewind, basic occlusion, occlusion, excessive no delivery, and prime tests due to the blank display. The following cosmetic damage was also found on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the display on his insulin pump went out and that even with a new battery cap the screen won't come on. The patient's blood glucose at the time of incident was 280 mg/dl, which the customer treated with a manual insulin injection. Troubleshooting was initiated for the blank display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.